Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main unit was randomly powering off. A field service engineer (fse) replaced the main power supply power cord and battery unit was working properly and tested in application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, j51b keeps shutdown and started reboot process. Nurse tried to pull medication it logs out and station shutdown automatically. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.